Event description:
It was reported that percutaneous coronary intervention was performed in the right coronary artery (rca) first. There was pre-existing thrombosis noted in the vessel. Two non-abbott guide wires were advanced, one to the distal rca, and another to the posterior descending artery (pda) to protect the branch vessel. Acute thrombosis occurred when pre-dilatation was performed with a 2.0x15 mm voyager balloon at the pressure of 5-6 atmospheres. A 3.5x18mm xience v was placed in the rca, then post-dilatation was performed with a 3.0x15 mm voyager nc balloon. Thrombus aspiration was performed and blood flow was checked and was timi 3. The patient's blood pressure and heart rate were within normal range. When the 6fjl4.0 left coronary guiding catheter was placed to the left main, the patient was suddenly found with chest pain, and heart rate and blood pressure were starting to descend. A total occlusion was noticed on angiography in the mid circumflex (cx) artery. Because of the possibility of thrombosis occurring, a non-abbott guide wire was placed immediately in the blunt distal branch and cx branch, after which dilatation was performed with the 2.0x15 mm voyager balloon at 5-6 atmospheres, and a 2.5x28 and a 2.75x28 xience v stent were implanted. The patient was experiencing abnormal heart rhythm, and respiration was weak. External cardiac massage, emergency intubation and bag ventilation was performed. An auxiliary temporary pacemaker was placed, dopamine and sodium bicarbonate was administered; however, despite these efforts the patient was pronounced clinically dead.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An autopsy was performed; however, the results are not available yet. The cause of death has been determined to be related to the occlusion in the cx after placement of the non-abbott guide catheter for treatment. No additional information was provided. Guide wire: runthrouth, balance middleweight universal ii. Guide cath: 6f al. There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported adverse patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).